Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and six months post implant of this 34mm mitral annuloplasty band, the band was explanted and replaced with a non-medtronic annuloplasty band. The reason for replacement is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Desc evt problem updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years and six months post implant of this 34mm mitral annuloplasty band, the band was explanted and replaced with a non-medtronic annuloplasty band due to stenosis. No additional adverse patient effects were reported.